Event description:
It was reported that the patient presented to the operating room for a routine device change out due to normal elective replacement indicator. The right atrial lead had exhibited noise and it could be reproduced with arm movement and pocket manipulation. The physician decided to connect the atrial lead to the new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.